Event description:
Event description boston scientific, crm received information that this pacemaker had threshold measurements of 1.0 volt in both the right atrium (ra) and right ventricle (rv). The pacemaker stored an inappropriate ventricular tachycardia episode at 380 bpm due to loss of capture (loc). This was due to atrial paced events followed by atrial sense events, and ventricular paced events followed by ventricular sense events. All other lead measurements were normal. All daily measurements were present, and the device was confirmed to be otherwise working normally. This pacemaker is part of the advisory population described in the physician communication on june 23, 2006. It was later noted that the ra loc issue was resolved; however, there is still intermitent rv loc and rv thresholds vary between 1.1 v and 3.0v. No adverse patient effects were reported.